Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. Intuitive surgical, inc (isi) did not receive a clip applier instrument that was used during this reported event; therefore, failure analysis investigations could not be performed. Instrument and system log reviews could not be performed due to insufficient event date information.

Event description:
It was reported that after a da vinci-assisted pancreaticoduodenectomy procedure for a benign tumor, the patient experienced significant postoperative bleeding a few hours after the procedure, necessitating additional procedures. The patient was returned to the operating room for an additional 5 laparotomy procedures and a total pancreatectomy and splenectomy were performed. Although the patient is currently alive, their condition is reported to be poor. The surgeon has attributed the bleeding to an unspecified da vinci clip applier instrument, suggesting that the clip detached from the blood vessel. Intuitive surgical, inc. (Isi) attempted follow-up to obtain additional information. However, no further details have been received as of the date of this report.